Manufacturer narrative:
Following resolution, this event will be further updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), was later the recipient of a left ventricular assist device (lvad) which resulted in sicd noise signals and subsequent inappropriate shock therapies. The patient has since been hospitalized and the sicd deactivated until resolution can be attained. Device data was sent to boston scientist's technical services for review. The technical review confirmed 32 shocks in 14 episodes; likely corresponding to the lvad implant. Recommendations for resolution were noted as adjustment of lvad speed to reduce sicd noise and oversensing. Additionally, consider a programmer 60 hz notch filter and repeat testing on different speed setting in three vectors to evaluate noise outputs. No resulting adverse patient effects were reported as the result of the shock therapies.

Event description:
Subsequent information reports this device has since been explanted and replaced with a non boston scientific transvenous system. No return of product is expected and no further information has been received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Follow-up confirmed therapy of this sicd system remains off. No other information communicate at this time.